Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic proximal pancreatectomy when the surgeon tried to perform resection of small intestine at the 2nd firing, he/she clamped the tissue and pressed the green button, but the device was unable to fire. A new handle and cartridge was taken out and when firing, there was no problem with resection and the surgery was completed without issue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.